Event description:
Reportable based on analysis completed on (B)(4) 2013. It was reported that during a percutaneous transluminal coronary angioplasty procedure, the stent could not cross the lesion. Vascular access was obtained via radial artery. The 95% stenosed, with 80% occlusion, de novo target lesion was located in the mildly calcified and mildly tortuous right coronary artery. After the lesion was pre-dilated with an unspecified balloon, a 3.50x32mm promus element drug-eluting stent was advanced but could not cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient status was stable. However, returned device analysis revealed a break in the hypotube 140mm distal to the strain relief.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the complaint device was received in two pieces as result of a break in the hypotube 140mm distal to the strain relief. Several small kinks were noted along the length of the hypotube. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profile that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).